Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no sign of physical damage. The voltage check failed. Failure due to no power caused by loose terminal connectors on the power entry module making contact with signs of an internal short. Adjusted terminal connectors to continue testing. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. Mushroom head check passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Per device history review; a loose power supply module cable was encountered. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the power entry module. The cycler was refurbished following the evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient¿s liberty select cycler would not turn on. The patient reported that their house lost power the previous night and that is when the cycler stopped working. The power cord was properly connected at both ends. The power switch was in the on position. The buttons on the cycler did not light up or make sound when pressed. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was not available. Upon follow up, the patient confirmed that there were no adverse events or medical intervention required as a result of the reported event. The patient did complete treatment. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the power entry module was identified.